Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed a cracked valve seat diaphragm valve and observed a delamination total of the valve (adhesive failure). As per the investigation procedure, creases and wear abrasion were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, a6, b5, b6, d4, d9, e1, h3, h6.

Event description:
Healthcare professional reported left side deflation. Healthcare professional later reported "hole, non-specific around valve," and "particles in valve." The device has been explanted and replaced.